Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 485 mg/dl. Customer treated their high blood glucose levels via insulin pump. Customer advised they received a no delivery alarm after they attempted to deliver a bolus for dinner. Customer advised they began to get diabetic ketoacidosis. Customer was advised that the manual injections they deliver may have caused them to have a bent cannula. Customer declined to troubleshoot for high blood glucose levels.